Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the roche diagnostics magnesium reagent on a cobas c 303 analytical unit. No questionable results were reported outside of the laboratory. The user has been repeating all samples for magnesium testing due to previous issues. The sample initially resulted in a magnesium value of 1.98 mg/dl and it repeated as 2.79 mg/dl.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The roche field application specialist visited the site and performed precision studies. Result discrepancies were observed for the precision studies. Analyzer wash settings were checked and wash settings that were previously added to address issues remained. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The field service engineer replaced the reagent probe and completed probe adjustments. Special washes were programmed on the analyzer. Operational and mechanical checks passed. Precision studies passed. The investigation determined the service actions resolved the issue.